Event description:
Further information was received indicating that the patient's device would be replaced and the new system will be implanted in the right side, because the family is asking this; they indicated that since the patient's device was explanted, the patient's seizures became worse. The explanted generator was returned to the manufacturer on 10/31/2016. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient who underwent surgery due to infection on (B)(6) 2016 where the wound was cleaned. It was reported that the infection occurred 1,5 months ago, when the entire system was replaced. Review of manufacturing records confirmed sterilization for the generator and the lead prior to distribution. Further information was received later from the physician, indicating that the infection of the area was still there 10 days after the surgery, despite the cleaning of the wound. It was then decided to explant the device. It was reported that the patient underwent explant surgery on 09/09/2016. The return of the explanted device is expected but it has not been received to date.

Event description:
The generator and a lead portions were all explanted and returned to the manufacturer. Analysis of the returned lead portions was completed. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the returned generator was completed. It indicated that the ¿asic latch-up condition¿ was verified in the pa laboratory: review of the data downloaded from the pulse generator indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. However, burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant, which may have been a contributing factor. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Analysis indicated the generator battery was not in ¿low battery, eos status¿ condition in pa lab. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 4.722% of the battery had been consumed. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse condition found with the pulse generator.